Event description:
Intra-aortic balloon pump (iabp) catheter was inserted into the patient at an outside hospital, and the iabp catheter never functioned. Approximately 2 hours after the iabp catheter was inserted, the patient was transferred to here for emergent coronary artery bypass graft (CABG) surgery. Fluoroscopy was performed and the iabp catheter was removed through the sheath and was noted to have remained wrapped. On 8/19/94 emergency CABG surgery was performed without complications.